Event description:
The MFR rec'd info alleging a "service required" alarm condition occurred. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's internal battery and oxygen blending module board were replaced to address the issues.